Event description:
It was reported that a home patient (hp) experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was reported to be due to the hp using a dried out minicap. The hp was not hospitalized for the peritonitis. The hp was treated with intraperitoneal (ip) vancomycin (2 grams, one time), ip ceftazidime (1 gram, once), and ip cefazolin (1 gram, once) for the event. It was reported that sixteen days later, ceftazidime and cefazolin were discontinued. The hp has recovered from the event. On an unreported date, the hp was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.